Event description:
It was reported that the device was replaced due to infection.

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3999, lot# j0519281v, product type lead; product ID 3999, lot# jo519281v,product type lead. (B)(4).